Event description:
Boston scientific received information that during a routine in-clinic follow up, interrogation of the implanted pacemaker revealed that this right ventricular (rv) lead exhibited an unspecified out of range pacing impedance measurement, resulting in activation of the lead safety switch (lss) feature. Pacing impedance measurements in-clinic were observed to be 370 ohms in unipolar. The patient was noted to be pacemaker dependent. An invasive procedure was performed approximately one month later. During the procedure, the lead exhibited loss of capture (loc). The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.